Event description:
Hepatitis b surface antigen testing. Initial installation of software was set up with different parameters intended to be the same. Different software parameters resulted in different cut off limits. Approx 97 pts were reported as negative but could have fallen in an indeterminate range. Indeterminate findings are routinely repeated and most often found to be negative. Staff researching how many were re-tested because of continued symptoms. Physician notification undertaken and repeat testing will be offered. Different software parameters were present previously.